Manufacturer narrative:
The customer reported that their new transmitter was providing inaccurate glucose readings, which were off by 150 units. The customer provided several examples of discrepancies between sensor glucose (sg) and blood glucose (bg) values: on (B)(6) 2024, 2:17 pm: sg 65, bg 211. On (B)(6) 2024, 4:05 pm: sg 86, bg 258. On (B)(6) 2024, 4:55 pm: sg 86, bg 261. The issue was escalated to the next level of support, and the customer was advised to continue using the system and calibrating as requested. The customer called back to confirm the inaccuracies and provided additional examples. The case was further escalated, and the customer was informed that the system should stabilize with continued use. By (B)(6) 2024, the customer was satisfied with the system's performance, noting that discrepancies were more significant when glucose levels were higher but overall, the system was accurate. B4. Date of this report 20 march 2025. G3. Date received by the manufacturer? 20 march 2025. H6. Type of investigation updated to 4121, h6. Investigation findings updated to 114, h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Sensonics was made aware of an incident in which a user reported sensor inaccuracies while using the system. The user provided the following examples: ·(B)(6) 2024: · bg: 65 mg/dl / sg: 211 mg/dl · bg: 86 mg/dl / sg: 258 mg/dl · bg: 86 mg/dl / sg: 261 mg/dl additional examples provided: · (B)(6) 2024: · bg: 109 mg/dl / sg: not provided · bg: 141 mg/dl / sg: not provided · bg: 109 mg/dl / sg: not provided. Next-level support advised the user to allow the system a few more days to adjust and to enter additional calibrations as prompted.